Manufacturer narrative:
A GE HealthCare Service Representative performed a checkout of the system and confirmed the reported issue. The Anesthesia Control Board was replaced to resolve the issue. Block A: No report of patient involvement. Legal Manufacturer:HCS Madison - 3030 Ohmeda Dr, USA Madison, WI 53718.

Event description:
It was reported that there was an error during pre-use checkout resulting in inability to initiate mechanical ventilation. There was no patient involvement.